Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is missing pixels. Analysis also found the battery contacts are compressed, keyboard is scratched, and one side bail cover is broken.

Event description:
It was reported the menu screen could not be read. It was also reported that only half the screen could be seen. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.